Event description:
It was reported that on (B)(6) 2014, a 2.5x28mm drug eluting coronary device (decd) was implanted in the distal left anterior descending (lad) coronary artery, a 3.0x23mm xience xpedition was implanted in the proximal lad, a 2.5x48mm xience xpedition stent was implanted in the mid lad and a 3.5x33 xience xpedition stent was implanted in the proximal left circumflex (cx) coronary artery lesion. On (B)(6) 2014, a myocardial perfusion (mibi) scan was performed, concluding a medium size ischemic area involving the left cx coronary artery territory and a mildly impaired left ventricular ejection fraction (lvef). A rest electrocardiogram was performed displaying a previous myocardial infarction (mi) (anterior mi with st depression). Reportedly, the patient was complaint with medications, aspirin, clopidogrel, a beta blocker and a nitrate. On (B)(6) 2014, the patient was admitted to the hospital. Per coronary angiogram, there was 80% re-stenosis in the left main previously implanted stent, 80% re-stenosis in the mid lad previously implanted stent, and 80% re-stenosis in the distal lad decd. The proximal cx had 40% stenosis and the 1st marginal had 70% stenosis. The right coronary artery (rca) had luminal irregularities and diffuse disease. As treatment, a 2.75x15mm xience xpedition was implanted in the mid lad and a 2.25x23mm xience xpedition was implanted in the re-stenosed, mid-lad lesion. A 2.25x23mm xience xpedition was implanted in the distal lad and another 2.25x23mm xience xpedition was implanted in the distal lad re-stenosed lesion.

Manufacturer narrative:
(B)(4). A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Event description continued: there was no reported intervention in the proximal cx or the proximal lad. On (B)(6) 2014, the patient was discharged from the hospital in stable condition. Discharge medications included clopidogrel and aspirin. There was no additional information provided. Concomitant products: 2.5x28mm decd; 3.0x23mm xience xpedition stent; 3.5x33 xience xpedition stent; aspirin, clopidogrel, a beta blocker, and a nitrate. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Restenosis, is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency. Based on the information reviewed, there is no indication of a product deficiency. The 3.0x23mm xpedition referenced is being filed under a separate manufacturing report number.